Event description:
It was reported that the device can't turn off, unless battery unplugged. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection observed that there was a cracked top case that was chipped by the left and right front bottom corners. The device was cracked by the tube holder and contamination was found between top and bottom case by the battery compartment. The complete plunger head assembly was missing, missing plunger tube, plunger cable and opto-coupler ear sensor. The battery pack was missing and the device is in very poor condition. During the power up and down process, the reported problem was duplicated. The root cause of the reported issue was found to be the interconnect board and battery pack. There was an electrical short caused by the fluid ingression. Fluid entered through cracked top case, contaminated interconnect board and main board. Contaminated and corroded battery connector. Replaced top case and bottom case due to physical damage. Replaced tapered spring, old style motor mount, lead screw, both clutches and clutch spring due to normal wear. Installed missing optocoupler, battery, square shaft, plunger cable, plunger tube, plunger printed circuit board and entire plunger head assembly.